Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 5019151 / 5019350.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No device malfunction was suspected. The explanted ipg and leads were not returned as they were kept by the medical facility.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No device malfunction was suspected. The explanted ipg and leads were not returned as they were kept by the medical facility. Additional information was received that the reason for scs system explant was due to patient not getting an adequate pain relief.